Event description:
Painless shock impedance of greater than 150 ohms noted at predischarge. Measurement was attempt several times with all measurements showing >150 ohms. Expected numbers noted (B)(6) with lead change-out. Chest x-ray suggests the (B)(4) pin may not be fully inserted. This device was explanted and replaced.